Manufacturer narrative:
A power supply was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to an electronic component (capacitor c58). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient an 840 ventilator became inoperable and generated an alarm device alert indicating safety valve open. It was reported that the ventilator smelled like burnt electronics. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and confirmed the ventilator would not turn on. The se installed a new power supply. The unit passed all testing and operates within the manufacturing specifications.